Manufacturer narrative:
The sample is unavailable for evaluation. However, images provided by the customer indicates a used catheter that appears to be in two pieces, one allegedly left in vivo. Root cause investigation is not possible from the images alone. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
When the doctor wanted to change the pigtail, they found the pigtail was left in the patient's body. Because of the covid-19 pandemic so the doctor just disposed this product right away, but in this case we have the pictures as the evidence.